Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open right colectomy, the open stapler was used for resection of a segment of the colon or possibly for making the anastomosis. The case was extended by approximately half an hour, the staples did not deploy and the knife was deployed without staples during tissue resection. It required so much manipulation of the white flag to get the two sides together and the surgeon would not have been able to do this during the creation of the anastomosis. The tissue was resected and re-stapled due to the device issue.